Event description:
It was reported that a spectrum pump had failed upstream occlusion test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Evaluation sent the device for upstream occlusion testing which reported the device upstream occlusions occurred within specified psi (pounds per square inch) ranges and within acceptable times. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found within specification and the customer reported issue 'failed an upstream occlusion test'. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.